Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator shelf was not recognized and it had medications in it. A technical support specialist checked the station and confirmed no hardware failures on the station. The tss requested additional information to investigate the reported issue. The tss did not receive any updates from the customer and proceeded with case closure. The tss informed it can be reopened if additional information was provided for further investigation. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, shelf was not recognized and it had medications in it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.